Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the core study in the labeling or silicone implants. Pt should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time.

Event description:
Pt reported capsular contracture and non-hodgkins lymphoma on the breast implant f/u study annual questionnaire. Healthcare professional confirmed the event of non-hodgkins lymphoma, but was unable to provide further info. This medwatch is for the left side. See MFR 2024601-2013-00982 for the right.